Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during incoming testing; however the device was put through extensive testing, without duplicating the malfunction. The pins on the battery board were replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device continuously rebooted power while monitoring the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2016-00143 and 1220908-2016-00176 for similar reports with the same device.